Manufacturer narrative:
Date sent: 11/02/2009. Device was not returned for eval. Conclusion: device discarded, staples being returned.

Event description:
It was reported by the affiliate that during a hemorrhoid procedure, the device would not staple but cut. The staples did not close at all. There was an important bleeding, stopped by manual suture. It did not require any treatment neither blood transfusion. Intervention extended time: three hours (4h instead of 1).